Manufacturer narrative:
Date of birth: 1939. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the 50% focal restenosis of the previously placed stent in the proximal lad to mid lad was treated with non-bsc drug eluting stent. In (B)(6) 2013, the patient underwent CT guided biopsy and was admitted to ICU and treated for fluid overload with non invasive ventilation for a night. The patient recovered quickly. Five days after, the patient presented with bladder problems and an event of mi was reported. ECG also showed first degree av block. The patient also experienced increasing hypotension, hypoglycaemia and cardiac output failure. Low pressures were noted in the morning after administration of lasix. Pulseless electrical activity was noted and patient was resuscitated in the ward and was readmitted to intensive care gasping and near arrest. The patient experienced weak to no pulse and was stabilized with high dose of inotropics. Multidisciplinary consultation for restricting therapy was decided upon. The following day, patient suffered cardiac arrest which initially improved after resuscitation , however, patient deteriorated due to cardiogenic shock following extubation. Patient expired in intensive care unit on the same day. Furthermore, the following were reported as the patient's diagnosis/conditions during admission until the patient's death: increased neutrophils, abnormal coagulation values, cardiomyopathy, bilateral lung sliding, heart failure and transthoracic echocardiography suggests - excentric hypertrophy, decreased lvef (20%), slightly dilated right ventricle, arterial fibrilation, mild mitral valve sclerosis, discrete aortic valve sclerosis, mild tricuspid insufficiency. Increased crp and increased opacity on chest x-ray suggests component of neoplasia and also pulmonary edema. The physician noted the primary cause of death as being cardiac arrest.

Manufacturer narrative:
(B)(4).

Event description:
(B)(6) study. It was reported that a patient death occurred. In (B)(6) 2012, the subject presented due to silent ischemia and was referred for cardiac catheterization. The target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct stent placement using a 2.50 mm x 20 mm taxus element stent, with 0% residual stenosis. The subject was discharged two days after on aspirin and clopidogrel. In (B)(6) 2013, it was noted that the patient experienced recurrent heart failure, coronary angiography showed significant restenosis of the proximal lad where the study stent was placed. The stenosis was treated with a drug eluting stent. In (B)(6) 2013, the subject experienced hypotension and was treated with medications. In (B)(6) 2013, the subject was presented with bilateral hypermetabolic nodular injuries. The subject was hospitalized was hospitalized 9 days after. In (B)(6) 2013, the subject lab results indicate an increase in troponin t values (peak troponin t = 0.152 ng/ml; uln =0.030 ng/ml). The subject experienced cordecompensation and diagnosed with globe vésicale, worsening dyspnea, worsening somnolence, orthopnea, hypoglycemia, multi-organ failure and treated with medications, urinary catheter placement, intubation and ventilation and CPR, however, the patient died.

Event description:
(B)(4). It was reported that a patient death occurred. In (B)(6) 2012 the subject presented due to silent ischemia and was referred for cardiac catheterization. The target lesion #1 was a de novo lesion located in the proximal left anterior descending (lad) artery with 70% stenosis and was 15 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with direct stent placement using a 2.50 mm x 20 mm taxus element stent, with 0% residual stenosis. The subject was discharged two days after on aspirin and clopidogrel. In (B)(6) 2013, it was noted that the patient experienced recurrent heart failure, coronary angiography showed significant restenosis of the proximal lad where the study stent was placed. The stenosis was treated with a drug eluting stent. In (B)(6) 2013, the subject experienced hypotension and was treated with medications. In (B)(6) 2013, the subject was presented with bilateral hypermetabolic nodular injuries. The subject was hospitalized was hospitalized 9 days after. In (B)(6) 2013, the subject lab results indicate an increase in troponin t values (peak troponin t = 0.152 ng/ml; uln =0.030 ng/ml). The subject experienced cordecompensation and diagnosed with globe vésicale, worsening dyspnea, worsening somnolence, orthopnea, hypoglycemia, multi-organ failure and treated with medications, urinary catheter placement, intubation and ventilation and CPR, however, the patient died.

Manufacturer narrative:
(B)(4).